Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited right ventricular noise and pacing inhibition above two seconds. Technical services (ts) was consulted and recommended testing options and to continue to monitor. Recent measurements have been stable. This crt-d system remains in service. No adverse patient effects were reported.